Manufacturer narrative:
9735669: the work order passed. 9735736: the product was returned and analysis found a software registration function failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that during a case the initialization started and stopped at the same time when registering the patient (case - (B)(4)). After this, user called back and stated that he was experiencing issues with the initialization process being unable to completely fine. This occurred intra/peri-operatively with less than an hour delay to surgical time. There was no reported impact on patient outcome.